Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received repeated a compromised force sensor system alarm. Customer¿s blood glucose level at the time of the incident was 119 mg/dl. Customer reported that the insulin pump was not dropped or bumped. Customer stated the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.